Event description:
It was reported that the balloons of four syntel over-the-wire embolectomy catheters ruptured during a thrombectomy procedure. The device was deflated and pulled through the artery on dialysis to remove a blood clot when the issue occurred. No injury occurred. Please note that this is report 2 of 4. Reports 1220948-2023-00059, 1220948-2023-00061, and 1220948-2023-00062 were submitted for the remaining 3 devices related to this incident.

Manufacturer narrative:
The product was received for evaluation and the reported issue was confirmed. The balloon of the device was observed to be ruptured. The exact cause of the issue could not be determined. Balloon ruptures are an inherent risk of using this product. As stated in the IFU: as with all catheterization procedures, complications may occur. These may include but are not limited to: infection, local hematomas, intimal disruption, arterial dissection, perforation and rupture, hemorrhage, arterial thrombosis, distal emboli of blood clots or arteriosclerotic plaque, air embolus, aneurysms, arterial spasms, arteriovenous fistula formation, balloon rupture or tip separation with fragmentation and distal embolization. Exercise caution when encountering extremely diseased vessels. Arterial rupture or balloon failure due to sharp calcified plaque may occur. The possibility of balloon rupture must be taken into account when considering the risks involved in the catherization procedure. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. Please note that this is report 2 of 4. Reports 1220948-2023-00059, 1220948-2023-00061, and 1220948-2023-00062 were submitted for the remaining 3 devices related to this incident.